Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the root cause is unknown. One photograph of what appears to be the alleged 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed a split in the extension tubing of the purple lumen near the distal end of the luer connector hub. No other damage could be seen on the sample in the returned photograph. Possible contributing factors of the observed split include sharp instrument damage, material fatigue, and chemical exposure. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the provena 4fr dl PICC broke directly below the purple hub connector. The PICC was removed and replaced. There was no harm to the patient reported.